Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not work. The clips would not attach. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Asku. Was a cholangiogram performed using the device? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No the analysis results found that the er320 device was returned with a clip in jaws and in good visual condition; the jaws were properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 8 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch/lot record review was performed and the batch met all final acceptance criteria.